Event description:
It was reported to philips that the system's geometry was resetting itself, preventing geometry movements. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a cardiac procedure. The procedure was delayed 20 minutes and completed by moving the patient to another system. The philips field service engineer checked the system onsite and confirmed that geometry resetting itself. Review of the logfile shows geometry related malfunction. Upon troubleshooting the fse checked the system onsite and found that the firewall was not connected, and there had been instances where failing to plug it into the system resulted in geometry resetting issues. To resolve the issue, fse plugged the firewall back up and did the geometry longitudinal calibration for the c-arm. After repairs the device returned to good working order. The codes were updated based on the investigation outcome.